Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 29 issue was verified. Based on the analysis, the alleged cartridge alarm 5 issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. Additionally, a cartridge alarm 5 occurred. Customer's blood glucose was 161 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.